Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the system faulted. The surgeon elected to convert the procedure to laparoscopic. The intuitive surgical inc (isi) technical support engineer (tse) reviewed the system logs and confirmed the reported issue. The customer power cycled the system after the conversion and the system powered up without any issue. The tse recommended performing a hard power cycle when possible and the call was ended. A second call was placed to technical support to advise that the fault returned once again after the hard power cycle was performed. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the backplane and tap fiber cables due to 32097 errors. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to the backplane and tap fiber cables.